Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before a vitrectomy procedure, the anterior vitrectomy handpiece did not cut. The case was successfully completed by using the manual mode. There was no harm to the patient. The customer indicated that the vitrectomy probe had been used several times. Additional information has been requested.